Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The details of the complaint were reviewed. The manta system was dismantled by the customer. Valve was not present in its original position. No pictures of the valve were provided to determine any damages or tear. Vessel was right common femoral artery with a size of 8.9 mm. No calcification or tortuosity noted. Severe resistance was observed with advancement of the bypass tube. Open repair of the vessel was performed. Patient required one unit of blood transfusion post procedure. Patient condition is fine. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
"The valve of the manta sheath is damaged and broken, therefore the doctor cannot insert the device into the sheath. The patient suffered some blood loss and was transfused with 200cc of blood. The patient was reported as "well" post the procedure.".

Manufacturer narrative:
(B)(4).

Event description:
"The valve of the manta sheath is damaged and broken, therefore the doctor cannot insert the device into the sheath. The patient suffered some blood loss and was transfused with 200cc of blood. The patient was reported as "well" post the procedure."